Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the device was tested before surgery, the physician found that it was obstructed. A new one was used for the surgery. It was also reported that the patient's current status was normal.

Manufacturer narrative:
The returned valve was patent and met all of the requirements for siphon, reflux, pressure-flow, preimplantation, and leakage tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.